Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient experienced an aicd (automatic implantable cardioverter-defibrillator) shock twice after feeling their heart racing. The patient presented to their emergency department for evaluation of the two shocks around 11:55am. Interrogation of the acid revealed a high ventricular rate episode, which showed a regular tachycardia with similar near field and far field morphology compared to their baseline rhythm in atrial fibrillation. These findings suggested that the tachycardia was atrial flutter or supraventricular tachycardia. A wavelet was applied, but due to the high-rate timeout the device eventually delivered a shock. To help reduce the chance of the patient receiving a shock for an atrial arrhythmia in the future, the acid was reprogrammed to extend the detection time and to increase the number of anti-tachycardia pacing's (atps) delivered. The patient felt better after the shock and the aicd reprogramming; they were discharged home on (B)(6) 2022. This event was not considered to be related to the device or the implant procedure. Additional information stated that this event occurred post-discharge and resulted in clinical compromise. The patient also had history of atrial fibrillation prior to their implant. The aicd was implanted prior to the ventricular assist device (vad) and was not an abbott product.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number: (B)(6), and the reported arrhythmia could not conclusively be established through this evaluation. No additional related complaints have been reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.